Event description:
This system was removed due to failed dft's at 30j's, so an OEM high voltage system was implanted instead. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.